Manufacturer narrative:
H3: analysis mentioned customer´s reason for return hasn´t been confirmed. The muting detector connection is broken. The device has been received in good conditions. The software present is 1.7.5. H6: previously added imdrf annex codes b17, c20, d16 are no longer valid continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) ; h3: analysis mentioned customer's reason for return have been confirmed. The mainboard connector is damaged, having issues with the connection via cable. The stim board is faulty. The batteries have more than 2 years. The top and bottom enclosure are damaged. The software present is 1.7.5. H6: previously added imdrf annex codes b17, c20, d16 are no longer valid product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h6: previously added imdrf annex codes d16 is no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim vital had a failure. There was no patient impact. Additional info received stating that, problem with the charging bases that prevents the interface from connecting. The interfaces wouldn't load at the docking station. Other interfaces were tried, and they wouldn't connect either. Using a cable didn't connect either.